Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device procode hwc. H3, h4, h6: device history records review was completed for part: 04.111.531s, lot: 1l78902. Manufacturing location: mezzovico, release to warehouse date: oct 18, 2018, expiry date: oct 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. H3, h6: product investigation was completed. Visual inspection confirmed that the broken off threaded tip of the set screw is still jammed in k3-hole of the va-lcp two-column distal radius plate. Apart from that the implant is in good condition. Dimensional inspection could not be performed due to the damage incurred. However, dimensional inspection was performed at the time of manufacturing with no non-conformity documented. The returned va-lcp two-column distal radius plate was manufactured in october 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The returned va-lcp two-column distal radius plate was examined, and the complaint condition was able to be confirmed as the threaded tip of the set screw (guiding block) is still jammed in the respective hole. Apart from that the implant is in good condition. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criteria. This complaint condition is most likely a result of any unintended excessive off-axis forces during usage/handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) for the distal radius fracture was performed using a variable angle locking compression plate (va-lcp) two- column volar distal radius plate. During the surgery, the surgeon had difficulty attaching the guiding block into the plate. When the surgeon tried to detach the guiding block to reattach, the screw of the guiding block was broken due to a strong force by the surgeon upon turning the guiding block screw. Thus, another unknown plate with four (4) holes was used because the surgeon could not remove the fragment of the broken screw from the plate. The surgery was completed successfully without using the guiding block. The surgery was delayed by less than thirty (30) minutes. There was no adverse consequence to the patient. Concomitant device reported: variable angle locking compression plate (va-lcp) (part 04.111.531s, lot 1l78902, quantity 1). This report is for one (1) 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/3h shaft/lt-ster.